Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, and preimplantation testing. However, it did not meet the requirements for pressure flow testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the top of the reservoir. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pressure decreased, but there was no cerebrospinal fluid (csf) exudation noted, and the symptoms of hydrocephalus were not improved. As the result of the test showed that the csf flowed slowly, probably in only one way, in the delta chamber around the adjustable pressure setting, the device was explanted. The patient's status at the time of the report was alive-with injury.